Event description:
Cassette returned from the field unused, upon testing the cassette it was found to exhibit a "free flow" condition. This malfunction could create an over infusion condition that would not be obvious to the user. There were no reports of any adverse pt events associated with this malfunction.